Manufacturer narrative:
It does not appear that the device was the direct cause of the event as laryngospasm is a recognized risk from anesthesia. However, this event is being reported out of abundance of caution with respect to MDR requirements.

Event description:
Physician reported that during recovery from anesthesia and after successful , routine hyoid suspension, the patient experienced a laryngeal spasm. The physician returned to the surgery center at which point the patient was not breathing. The physician performed an emergency tracheotomy and was able to re-establish breathing. However, the patient remained in a coma. As of (B)(6) 2018, the physician reported the patient was improving and was responding to verbal commands and can move all limbs.